Event description:
It was reported that difficulty air removal occurred. The stenosed target lesion was located in the peripheral artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation; however, could not be deflated prior to removal. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility namecheck -(B)(6). Good faith effort was requested to obtain details about the device issue that occurred. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that difficulty air removal occurred. The stenosed target lesion was located in the peripheral artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation; however, could not be deflated prior to removal. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the mustang device was returned for analysis. Upon visual inspection, it was determined that the balloon was not folded, suggesting the device had been subjected to positive pressure. The device was connected to an encore inflation unit, and the balloon was inflated to its rated burst pressure of 24 atmospheres using di water. No leaks were observed during this process. A vacuum was applied, and the balloon deflated fully within 29 seconds. The deflation time was confirmed using a digital timer. The balloon was inflated to its rated burst pressure and deflated on three more occasions with no leaks noted in the device. The times were measured at 27, 24, 23 seconds. The inflation device was verified at 24 atmospheres both before and after use with a calibrated pressure gauge. An examination of the balloon material revealed no issues, and no problems were noted with the devices tip. A visual examination found no issue with the markerbands. A visual and tactile examination found no kinks or damage to the shaft of the device.